Event description:
Paramedics responded to a patient in cardiac arrest. The patient was connected to the device with disposable defibrillation/ECG electrodes but, according to the reporter, the device alarmed connect cable and would not display a quick look at the patient's ECG. A backup defibrillator already at the scene was used to continue the code. The patient was transported to the hospital and their outcome is unknown, but there were no reports of any adverse effects as a result of the device use.